Event description:
A recall for this issue was initiated on (B)(6) 2015. While raising the unit the machine 'wobbled' and made a loud noise. As the unit was still being raised, the machine slipped and struck the operator. She immediately was taken to the hospital.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).